Event description:
User received erroneous sodium and potassium results for three patient samples. Two examples were provided. Sample 1: initial sodium 116 mmol/l, repeat 125 and 135 mmol/l; initial potassium result 5.4 mmol/l, repeat 5.9 and 6.3 mmol/l. Sample 2: initial sodium 124 mmol/l, repeat 144 mmol/l; initial potassium 3.8 mmol/l, repeat 4.5 mmol/l. No erroneous pt results were reported out. The field service representative determined there was a clot in the sample probe and cleaned it and the ise 1 and 2 mixing vessels. Performance tests were performed which were within specifications.